Event description:
During a focal tachycardia procedure, a cardiac tamponade occurred requiring epicardial access to remove the blood. After ablation in the aortic root and catheters were removed from the left atrium, the patient became hypotensive and an ultrasound revealed a tamponade. An epicardial drain was done to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
UDI related data quality updates only. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4), model, catalog, and 510k(g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.